Event description:
It was reported that intermittent occlusion alarms occurred. Clinical support helped customer reset the pump, change the infusion set, and resume insulin deliveries. There was no reported adverse impact.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.